Event description:
The customer reports that during a low anterior resection procedure, the device stopped activating in the middle of the procedure. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad withour having tissue between them. This can result in damage to the instrument." The manufacturing records were reviewed and no anomalies were found during the manfacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.